Event description:
It was reported that this right ventricular lead exhibited oversensing and pacing inhibition of up to three seconds. The device was reprogrammed. Seventeen months later a second episode was evaluated in which it was found that the lead exhibited undersensing and loss of capture. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).